Event description:
The customer reported obtaining erroneously low patient results for two (2) patient samples involving the beckman coulter au680 clinical chemistry analyzer. The customer stated that erroneously low results were generated on six (6) different assays, and subsequent repeat of the samples produced higher results. The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer's telephone number is (B)(4). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the sample probe, reagent probes and mixers. The fse also sonicated and inspected the wash station, realigned the sample probe rotation position, aligned the rack pusher lever, and adjusted the sample arm rotation pulses to center the probe over the hanging cups. The fse concluded that the cause of the incident was attributed to a misaligned sample probe over the hanging cups, which caused insufficient aspiration of samples. The fse indicated that aspiration of insufficient sample volume could lead to the six (6) erroneously low results reported. The fse replaced and realigned the sample probe to resolve the issue.